Event description:
The manufacturer received a voluntary medwatch (mw5102402) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. The patient received chemotherapy in response to the reported event. The patient has expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5102402) reported a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and allegedly caused a patient to develop lung cancer. The patient received chemotherapy in response to the reported event. The patient has expired. The manufacturer did not receive contact information to obtain additional information and request the return of the device for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.